Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent microendoscopic discectomy (med) surgery due to lumbar disc herniation. Intra-op, the arm part was not fixed even when the wheel was closed. There were no patient complications reported due to this event.